Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed. A review of the advance energy log shows are no logs for this vse instrument. As the vse instrument was used with an erbe generator. The tool table shows that the vse instrument was used for about 100 minutes. The logs don¿t show any vse instrument related errors. The vse instrument was installed on universal surgical manipulator (usm) #3 thirteen times. A medium-large clip applier instrument was also used in between the different installs of the vse instrument on usm #3, so the radio frequency identification (rfid) errors seen in the logs likely pertain to that instrument, instead of the vse instrument.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy procedure, the jaws of a vessel sealer extend (vse) instrument failed to open after sealing and cutting an unspecified tissue. An attempt was made to release the jaws by manipulating the vse instrument while it was still grasping tissue. After the jaws eventually opened, the vse instrument was removed and cleaned. Upon reintroduction, a second attempt was made to use the vse instrument; however, the jaws again failed to open, causing the tissue to become jammed. Subsequent attempts to open the jaws resulted in an unspecified injury. There was no bleeding or additional tissue removal, and it is unknown whether any medical intervention was required. The procedure was completed robotically.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis evaluation. The vse instrument was tested on an in-house system and passed both the recognition and engagement tests. It moved intuitively with full range of motion in all directions and the blades opened and closed properly. Energy delivery testing across multiple grip orientations was successful, and the bipolar, seal, and cut tests all passed. The vse instrument was fully functional, with no product no product issues identified. Additionally, there were no issues observed in the instrument logs.